Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's therapy knob selection was inaccurate. 150j was selected, but analyzer displayed 100j. There was no reported patient involvement/adverse patient impact.